Event description:
It was reported that an M.blue(#FX800T) was implanted on (b)(6) 2024. According to the complainant, the valve caused an over-drainage. The patient underwent a revision procedure on (b)(6) 2026.No patient complications were reported as a result of the revision procedure. same event as # 3004721439-2026-00206.

Manufacturer narrative:
Visual Inspection: During the investigation, scratches on the outer housing of the M.blue were determined. Permeability Test: A permeability test has shown that the M.blue is permeable. Computer controlled test: To investigate the claim of over- drainage, the opening pressure is measured using a Miethke Computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions.The results show that the M.blue operates within the accepted tolerance in both positions. Adjustment test: The M.blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: After dismantling of the valve, no organic deposits were found. Results: Based on the test results, no functional deviations or other abnormalities were found in the M.blue. The valve is operating within specifications. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from Christoph Miethke GmbH & Co. KG. No further regulatory actions are required from our point of view.